Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator delivered a higher o2 concentration than the set value. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the issue was not reproduced. However, the black liquid stain has been noticed on o2 cell. Therefore, the o2 cell was replaced. In investigated case, the o2 cell (which is used for the measurement and is not affecting the ventilation) has been replaced. This is also one of the recommendation from service manual for troubleshooting of o2 high concentration, pointing to occurrence of the error with measurement not with gas delivery, which might, in turns, lead to stop of ventilation. The root cause of o2 cell malfunction has not been established.

Event description:
It was reported that the ventilator delivered a higher o2 concentration than the set value. There was no patient harm reported. Manufacturer's ref. #: (B)(4).